Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 3 months post an rx wallstent permalume 10mm x 80mm stent placement in the mid common bile duct (cbd), the patient experienced recurrent obstructive symptoms due to misplacement and stent migration. The patient underwent a stent removal procedure at which time it was noted that the stent had migrated to the duodenum and was removed utilizing an unspecified snare and extraction balloon. A wallstent permalume 10mm x 40mm stent was placed and the procedure was completed. It was noted that the patient's condition resolved with stent removal and replacement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of complaints reported for this product family found a neutral trend for the period of may 2008 to july 2008.